Event description:
It was reported by service report that the fowler will not lower; it was stuck in the high position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: fowler.